Manufacturer narrative:
Exact date unknown, event occurred 9 months ago from date manufacturer was made aware.

Event description:
It was reported that the patient had noticed an increased charging burden with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.